Manufacturer narrative:
Based on the available information the device remains implanted in the patient, therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. When additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient may need to undergo a revision surgery due to the tibia subsiding/loosening. The patient is a poor substrate with poor bone and has an external rotation deformity of the tibia secondary to an old fracture malfixed.

Event description:
It was reported that the patient may need to undergo a revision surgery due to the tibia subsiding/loosening. The patient is a poor substrate with poor bone and has an external rotation deformity of the tibia secondary to an old fracture malfixed.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the statements by the treating physician can be confirmed with the CT scan. There is very poor bone quality and the tibial tray is luxated from the initial implantation site. Therefore, loosening and dislocation can be confirmed. The incident seems to be patient related due to poor bone substance. The surgeon reported: "the patient is a poor substrate with poor bone." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.